Event description:
Per the clinic, the patient experienced a head injury at the implant site that was treated with a topical antibiotic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on july 8, 2022.